Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent low blood glucose during nighttime while using the ilet and treated the episodes with juice, with recorded glucose values of 40, 48, and 55 mg/dl. Symptoms included hypoglycemia with associated confusion/disorientation and sleepiness. Outcomes included no lasting health consequences or impact. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.